Event description:
The caregiver was transferring the resident from the bed to the wheelchair. The resident has a foot injury so the wheelchair has extra padding on the foot rest. Since the wheelchair has extra padding. It made positioning the lift difficult. The legs of the lift would not spread far enough to allow for a safe transfer. During the transfer, the caregiver had to swing the resident into position to allow for the resident to land in the wheelchair. During the swing, the lift toppled onto the caregiver. Patient no injury occurred. Caregiver got an abrasion and minor contusion to head. Ref MFR number: 9611530-2013-00065.